Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid was broken. A field service engineer advised the customer to contact the pharmacy for the replacement of the cubie, after which the cubie was successfully replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.